Manufacturer narrative:
(B)(6).

Event description:
It was reported that device was difficult to remove. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A rotawire and 1.5mm rotalink burr were selected for use. During procedure, the wire got bent and was difficult to remove the burr from the wire. The wire was then cut to release the burr from the wire and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.